Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. The product support provided customer with the following part number for user interface assembly (ui) and price

Event description:
The customer reported that the screen is not turning on. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and states that when powering the unit on, the post test beeps and the blower starts blowing but unable to see anything on the screen. When powering down he must guess when on the screen the confirm is to shut down. The touch screen is still fully operational. The customer can power the unit down but unable to see anything on the screen. The customer is requesting the part number and price for ui assembly. Product support confirmed the color of the unit is gray. Patient information and repair information were requested from the customer, but no response received. The investigation is ongoing.